Event description:
It has been reported to philips that the allura xper fd20 biplane system would not fully boot up and that the power module required replacement. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use. There has been no harm or injury due to the reported problem. Field service engineer (fse) verified that the relay internally turns on the generators. Geo pc will stay on after turning off and that the xper modules will sometimes do not turn on, when powered on, they will not power off once turned on. Fse also noticed bad internal relay inside the mpdu. Later the fse replaced mpdu. Pot replacement of mpdu, cy control room box does not power on any monitors. Fse checked the schematics, and it again follows that control board has failed completely. Fse pulled board, tapped relays on board and reseated and turned on the system and checked full system operations. The system was returned to its full functionality. The codes were updated based on the investigation outcome. Evaluation method code was corrected.